Event description:
Litigation alleges that patient has experienced extreme pain; discomfort; soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries; and excessive levels of cobalt and chromium in the blood system.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.